Event description:
Patient was restless in bed and epidural catheter was noted to be out. Epidural site assessed and bandaged. Several days later there was incidental finding of retained foreign object via x-ray imaging concerning for epidural catheter. Patient sent to the operating room for lumbar laminectomy at l2 for removal of retained epidural catheter fragment. Retained epidural catheter fragment was in the right lateral epidural space, closely enveloped in dural membrane. Entire retained catheter fragment removed.